Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that 2 days after the ins was turned on after implant, which was maybe a month after implant in (B)(6) 2019, the patient fell and got gravel in her incision site which got infected. The patient saw her hcp two weeks later and he said there was still a little infection in there, so the hcp cleaned it out and put some ointment on it. The patient stated the ins was turned off while she was healing and it was just turned back on. No further complications were reported.